Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information :the lot was manufactured from august 17, 2019 - august 19, 2019. The actual sample was received for evaluation. Unaided visual inspection was performed which observed a tear at the lower left edge of the bag. Additional magnified inspection was performed which verified the tear/hole in the lower left of the bag. A functional test was performed which revealed a leak at the affected area. The reported condition was verified. The cause of the tear could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.